Event description:
Follow up reported the stimulator was moved to the right abdomen. Patient was doing well and had no complaints since surgery.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had issues recharging issues and it was determined her implantable neurostimulator (ins) was flipped. The patient was recharging 'fine' until (B)(6) but as of the date of this report the patient was unable to get coupling beyond 2 bars though she could get 'more' coupling if she caught the corner of her ins. It was reported there was 'a lot' of movement at the patient's pocket site. The patient's pocket site was still tender and she had a 'knot' there a few weeks prior to this report. It was also reported the patient's legs were numb and she had more problems since the first of the year. She also experienced burning and pain from her hips down. The patient experienced relief when she was standing but she could not stand for 'too long.' Additional information received 3 days later reported an x-ray had been performed and it was determined the patient's ins was not flipped. It was clarified the patient had been having coupling issues for the previous 3 weeks. Additional information received 4 days later reported the patient's device was flipped and she was scheduled for a revision the next week. It was noted the patient was still able to charge at the time. Additional information has been requested but was not available as of the date of this report; a follow up report will be sent if information becomes available.

Event description:
Additional information from the healthcare provider stated the mobility of the implantable neurostimulator (ins) in the pocket was diagnosed by examination and palpation on (B)(6) 2012 and the patient experienced undesirable changes in stimulation with positional adjustments. The patient was examined on (B)(6) 2012 and it was reported the patient had difficulty charging, was tender at the right gluteal device pocket and had lost approximately 80 pounds over the 6 months prior to this examination. It was also reported on (B)(6) 2013, the patient's "pump was mobile in site" and "pump was flipped on x-ray." It was unclear if the word "pump" was actually referring to the ins or if the healthcare provider did take an x-ray of the patient's pump device as well. It was reported the patient had a surgical revision of their ins on (B)(6) 2013 due to migration of the ins and the ins being flipped in the pocket. It was also reported the patient's issues were resolved without sequelae on (B)(6) 2013.